Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prosthesis due to pending erosion secondary to a sizing discrepancy of unspecified nature. All components of the existing device were explanted and replaced with a new malleable device. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received. Additional was received indicating there was no suspected issue with the implant. The length was built up too much by the rte during implant and removed as a result.

Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prosthesis due to pending erosion secondary to a sizing discrepancy of unspecified nature. All components of the existing device were explanted and replaced with a new malleable device. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received.